Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008 in the patient's left (os) eye. The lens was explanted at about one month later, due to insufficient vaulting. There was a trace anterior subcapsular haze. The lens was exchanged for a longer lens.